Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/the perforation: myometrium"), device expulsion ("migration of essure device location of device: uterus"), device dislocation ("migration,") and device breakage ("fractured implant") in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), pruritus ("diffusely pruritic"), urinary tract infection ("uti"), cystitis ("cystitis"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral cornea for removal of the essure on (B)(6) 2015; hysterectomy on (B)(6) 2015), surgery (B)(6) 2015, bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety and depression outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals and vaginal discharge had resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, device breakage, device dislocation, device expulsion, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-aug-2018: quality-safety evaluation of ptc. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/the perforation: myometrium"), device expulsion ("migration of essure device location of device: uterus"), device dislocation ("migration,") and device breakage ("fractured implant") in a female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), pruritus ("diffusely pruritic"), urinary tract infection ("uti"), cystitis ("cystitis"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with bilateral cornea for removal of the essure on (B)(6) 2015; hysterectomy on (B)(6) 2015 and, on (B)(6) 2015, bilateral salpingectomy with essure removal. At the time of the report, the uterine perforation, device dislocation, device breakage, hypersensitivity, menstrual disorder, mood swings, fatigue and weight increased outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals and vaginal discharge had resolved. The reporter considered allergy to metals, cystitis, device breakage, device dislocation, device expulsion, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 24-may-2018: pfs received:the event abnormal vaginal bleeding, menorrhagia, diffusely pruritic, uti, cystitis, device expulsion, nickel allergy, vaginal discharge, she did not undergo essure confirmation test added.reporters,concurrent condition,concomitant medication,lot number added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation/the perforation: myometrium"), device expulsion ("migration of essure device location of device: uterus"), device dislocation ("migration,") and device breakage ("fractured implant") in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included paracetamol (acetaminophen) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. In (B)(6) 2015, the patient experienced anxiety ("psychological or psychiatric problems condition: mental anguish") and depression ("psychological or psychiatric problems condition: depression"). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), pruritus ("diffusely pruritic"), urinary tract infection ("uti"), cystitis ("cystitis"), allergy to metals ("nickel allergy") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (bilateral cornea for removal of the essure on (B)(6) 2015; hysterectomy on (B)(6) 2015), surgery ((B)(6) 2015, bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety and depression outcome was unknown and the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals and vaginal discharge had resolved. The reporter considered allergy to metals, anxiety, cystitis, depression, device breakage, device dislocation, device expulsion, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Most recent follow-up information incorporated above includes: on 27-jul-2018: plaintiff fact sheet was received events added from pfs- mental anguish, depression. Reporter information, date of birth were added from pfs. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), uterine perforation ("perforation/the perforation: myometrium") and device expulsion ("migration of essure device location of device: uterus/ migration,") in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), pruritus ("diffusely pruritic") and cystitis ("cystitis") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety, depression, dyspareunia and dysmenorrhoea outcome was unknown, the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals and vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-feb-2019: plaintiff fact sheet received- new event dysmenorrhea (cramping) were added. Pt of device dislocation updated to device expulsion. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), uterine perforation ('perforation/the perforation: myometrium') and device expulsion ('migration of essure device location of device: uterus/ migration,') in a (B)(6) female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), pruritus ("diffusely pruritic"), cystitis ("cystitis"), nausea ("I am nausea"), procedural pain ("now besides the pain from the surgery") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety, depression, dyspareunia, dysmenorrhoea, nausea and procedural pain outcome was unknown, the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals, vaginal discharge and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, procedural pain, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media-post procedural pain, nausea, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-apr-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("fractured implant"), uterine perforation ("perforation/the perforation: myometrium"), device expulsion ("migration of essure device location of device: uterus") and device dislocation ("migration,") in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone (depo provera), paracetamol (acetaminophen) from 2015 to 2018 and solpadeine (tylenol 1). On (B)(6) 2015, the patient had essure inserted. On the same day, the patient experienced abdominal pain ("abdominal pain"). On (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). On (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), weight increased ("weight gain"), vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), pruritus ("diffusely pruritic"), urinary tract infection ("uti") and cystitis ("cystitis"). The patient was treated with surgery (bilateral cornea for removal of the essure on (B)(6) 2015; hysterectomy,diagnostic laproscopy), surgery ((B)(6) 2015, bilateral salpingectomy) and surgery (hysterectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device breakage, uterine perforation, device dislocation, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety, depression and dyspareunia outcome was unknown, the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals and vaginal discharge had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device dislocation, device expulsion, dyspareunia, fatigue, hypersensitivity, menorrhagia, menstrual disorder, mood swings, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-nov-2018: plaintiff fact sheet received. Event abdominal pain and dyspareunia was added. Event outcome was added for the event: abdominal pain. Event onset date was updated. Concomitant drugs were added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), uterine perforation ('perforation/the perforation: myometrium') and device expulsion ('migration of essure device location of device: uterus/ migration,') in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from 2015 to 2018. On (B)(6)2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6)2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6)2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), pruritus ("diffusely pruritic"), cystitis ("cystitis"), nausea ("I am nauseas"), procedural pain ("now besides the pain from the surgery") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6)2016. At the time of the report, the device breakage, uterine perforation, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety, depression, dyspareunia, dysmenorrhoea, nausea and procedural pain outcome was unknown, the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals, vaginal discharge and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, procedural pain, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media-post procedural pain, nausea, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received- new events I am nauseas, now besides the pain from the surgery, headaches were added. New reporter were added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), uterine perforation ('perforation/the perforation: myometrium') and device expulsion ('migration of essure device location of device: uterus/ migration,') in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), pruritus ("diffusely pruritic"), cystitis ("cystitis"), nausea ("I am nauseas"), procedural pain ("now besides the pain from the surgery") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, hypersensitivity, menstrual disorder, mood swings, fatigue, weight increased, anxiety, depression, dyspareunia, dysmenorrhoea, nausea and procedural pain outcome was unknown, the device expulsion, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals, vaginal discharge and headache had resolved and the abdominal pain was resolving. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, procedural pain, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. No further causality assessment were provided for the product. Concerning the injuries reported in this case, the following ones were reported via social media-post procedural pain, nausea, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-may-2020: quality safety evaluation of ptc (product technical complaint). A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fractured implant'), uterine perforation ('perforation/the perforation: myometrium') and device expulsion ('migration of essure device location of device: uterus/ migration,') in a 25-year-old female patient who had essure (batch no. C26971) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". Concomitant products included medroxyprogesterone acetate (depo provera) and paracetamol (acetaminophen) from 2015 to 2018. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced abdominal pain ("abdominal pain"), 1 day after insertion of essure. In (B)(6) 2015, the patient experienced vaginal discharge ("vaginal discharge"), anxiety ("psychological or psychiatric problems condition: mental anguish"), depression ("psychological or psychiatric problems condition: depression") and dyspareunia ("dyspareunia(painful sexual intercourse)"). In (B)(6) 2015, the patient experienced vaginal haemorrhage ("abnormal vaginal bleeding"), menorrhagia ("menorrhagia"), urinary tract infection ("uti") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2015, the patient experienced device breakage (seriousness criteria medically significant and intervention required), uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain and device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2015, the patient experienced allergy to metals ("nickel allergy"). On an unknown date, the patient experienced hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue"), pruritus ("diffusely pruritic"), cystitis ("cystitis"), nausea ("I am nauseas"), procedural pain ("now besides the pain from the surgery") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (bilateral salpingectomy, total hysterectomy). Essure was removed on (B)(6) 2016. At the time of the report, the device breakage, uterine perforation, menstrual disorder, mood swings, fatigue, weight increased, anxiety, depression, dyspareunia, dysmenorrhoea and nausea outcome was unknown and the device expulsion, hypersensitivity, vaginal haemorrhage, menorrhagia, pruritus, urinary tract infection, cystitis, allergy to metals, vaginal discharge, abdominal pain, procedural pain and headache had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, cystitis, depression, device breakage, device expulsion, dysmenorrhoea, dyspareunia, fatigue, headache, hypersensitivity, menorrhagia, menstrual disorder, mood swings, nausea, procedural pain, pruritus, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for pain, allergy, breakage/expulsion, migration and bladder/urinary problems. Discrepancy noted-essure removal date (B)(6) 2015. Concerning the injuries reported in this case, the following ones were reported via social media-post procedural pain, nausea, headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet was received. Outcome of events allergic reaction, abdominal pain and post-procedural pain updated to recovered/resolved. Reporter causality comment was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe and chronic pelvic pain") in a female patient who received essure for sterilization. On (B)(6) 2015, the patient started essure. In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required). The patient was treated with surgery (bilateral cornea for removal of the essure on (B)(6) 2015; hysterectomy on (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain outcome was unknown. The reporter considered pelvic pain to be related to essure. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. Five weeks after insertion she underwent bilateral cornea for essure removal (interpreted as uterine cornua resection) and seven weeks later, a hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation"), device dislocation ("migration,") and device breakage ("fractured implant") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2015, the patient had essure inserted. In 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) with pelvic pain. On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), hypersensitivity ("allergic reaction"), menstrual disorder ("menstruation issues"), mood swings ("mood swings"), fatigue ("fatigue") and weight increased ("weight gain"). The patient was treated with surgery (bilateral cornea for removal of the essure on (B)(6) 2015; hysterectomy on (B)(6) 2015 and surgery (hysterectomy ). Essure was removed in 2015. At the time of the report, the uterine perforation, device dislocation, device breakage, hypersensitivity, menstrual disorder, mood swings, fatigue and weight increased outcome was unknown. The reporter considered device breakage, device dislocation, fatigue, hypersensitivity, menstrual disorder, mood swings, uterine perforation and weight increased to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 21-sep-2017: f/u summons received-events severe pelvic pain was changed to symptom of uterine perforation and event allergic reaction, menstruation issues, migration, mood swings, fatigue, weight gain, fractured implant and perforation was added and product start date changed from (B)(6) 2015 to (B)(6) 2015. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible, undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 17-mar-2017: quality-safety evaluation of ptc was received. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had severe and chronic pelvic pain. Five weeks after insertion she underwent bilateral cornea for essure removal (interpreted as uterine cornua resection) and seven weeks later, a hysterectomy. This event is anticipated in the reference safety information for essure. Pelvic pain is highly prevalent in women, and may have gynaecological and non-gynaecological causes. In the present case, no information regarding consumer´s medical history or concurrent conditions was provided. Given the nature of the reported event, positive temporal relationship, and lack of alternative explanation, causality with essure cannot be excluded. This case was regarded as incident since device removal was required. The product technical analysis concluded, as a product quality defect could not be confirmed but is considered plausible, a relationship with the reported medical events cannot be totally excluded. Further information will be obtained through the litigation process.